Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time.

Event description:
The user facility reported that the angioseal connected to sheath then separated. As the doctor was attempting to pull out the angioseal unit to close fa, the entire unit came out including the absorbable foot plate. Upon inspection the md stated it appears the footplate did not lay flat and horizontal to the vessel. It was reported that the procedure outcome has no injures came from this and they used manual pressure as they lost access. It was reported that the patient condition was excellent. A benson wire was used with the reported product code.

Manufacturer narrative:
All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide codes and the completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. One each of the following 6f angio-seal vip components was received for evaluation; hemostasis sheath and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position the anchor was visible with its leading leg located approximately even with the distal sheath tip, consistent with non-deployment. No other visual anomalies were noted. The device was functionally tested - the carrier tube assembly was moved into the full forward-lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, tamper tube and collagen were all exposed. The collagen was discolored with a blood-like substance. No other anomalies were noted during deployment. Functional testing of the deployment mechanism revealed the components were extracted with no contributing visual or functional anomalies noted. According to angio-seal vip IFU art100041662d (2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. The root cause of the reported event remains unknown. However, it is likely to be associated with improper insertion (incomplete movement to the full forward lock position) of carrier tube assembly into hemostasis sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.